Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to deliver a bolus due to the alarm. It was also found the reservoir began to crack when the customer was attaching it to the insulin pump one month prior. The customer's blood glucose was 201 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing o-ring.